Event description:
Additional information indicates the patient experienced ineffective therapy. Additionally, surgical intervention was undertaken on (B)(6) 2026 wherein the extensions were explanted and replaced to address the issue.

Manufacturer narrative:
E1 update: the reporter¿s information was updated. H6 correction: health effect - clinical code should be 4412 - movement disorder rather than 2388 - inadequate pain relief.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed low impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.